Manufacturer narrative:
H2-3) the manufacturer representative (rep) went to the site to test the navigation system. The rep performed the interface calibration after c-arm technical issues were solved. The device was then ready for use with no limitations. Codes: b01, c13, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: this event occurred in italy, see section e. H3, h6: the system was serviced in the field. It was possible to reproduce and confirm the customer reported issue in field. The navigation was slightly inaccurate, the interface needed to be recalibrated. The s8-carc interface needed to be recalibrated. Instead, the s8 itself and stand-alone was fully usable. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used. It was reported that there was a navigation inadequacy found. Therefore, the c-arm navigator interface required recalibration. Additional information was received. It was reported that navigation was inaccurate when interfaced to the c-arm.

Manufacturer narrative:
H2-3) the software analysis concluded that this did not appear to be an issue with the software. The case details were reviewed. According to the case information, the site reported an inaccuracy issue and requested re-calibration of the c-arm navigator interface. However, as per the information provided on 24-jul-2025, it was confirmed that the issue was caused by the ziehm c-arm rfd 3d, which had a mechanical encoder that was not functioning. The site recalibrated the s8 with the c-arm after ziehm identified the problem and replaced some spare parts. Based on the information provided, this appeared to be an issue with the c-arm itself, with no indication of a stealth-related issue. Codes: b01, c19, d14 h2) please see section d9 for when the software was available for evaluation and section d3 and d4. H2) correction: please see the additional codes section for new annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0:- h2) please see the additional codes section for updated annex g code and new annex f code. Please see section b5 for the additional information. Please see section a2-a3b for patient demos. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The inaccuracy was approximately 1 centimeter (cm). The issue occurred intra-operatively with a patient present. The procedure was an arthrodesis, there was a 30 minute surgical delay, and there was no impact to the patient's outcome.